Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The troubleshoot was performed. The customer stated that she went to change infusion and reservoir and is getting no delivery. The customer was assisted with troubleshoot but the customer was disconnected from call at this time while keeping the reservoir straight, and verify insulin exits the tubing. The insulin pump will not be returned for analysis.